Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor error message upon scanning the adc device and therefore was unable to obtain readings. The customer experienced hypoglycemia and required treatment of glucagon 1 mg provided by third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a sensor error message upon scanning the adc device and therefore was unable to obtain readings. The customer experienced hypoglycemia and required treatment of glucagon 1 mg provided by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was not returned, no physical damage was observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Extended investigation has been performed. Visual inspection was performed on the unit printed circuit board assembly (pcba), no issue such as corrosion/liquid, or damage/missing component was observed. Customer did not return the missing sensor plug. The returned sensor was reprogrammed and accuracy test was performed indicating the electronics is working as intended. The returned sensor passed all testing and no other issues were observed. Issue will be closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor error message upon scanning the adc device and therefore was unable to obtain readings. The customer experienced hypoglycemia and required treatment of glucagon 1 mg provided by third-party. There was no report of death or permanent injury associated with this event.